Manufacturer narrative:
(B)(4). G2: report source: netherlands. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during procedure, was noted, a wrong size head was in the packaging. On the box it said size 32mm, but inside there was a 36mm head. The head was not implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Visual examination of the returned product confirmed the reported issue. The head was received with some of the packaging. The outer blister as well as the retainer were missing. The visual examination confirmed a 36 size head within a 36 packaging but with wrong product labels. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed. The root cause of the reported issue is attributed to manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.